Event description:
According to the reporter, prior to use for a laparoscopic assisted distal gastrectomy, the nurse took out handle from the battery charger, inserted to the shell, however a black part was fallen from the device. They were not sure it was a part of handle or not. The device reacted normally and the procedure was completed with no problem.

Manufacturer narrative:
Product analysis # (B)(4): received only a piece of black plastic in the bag forwarded to r&d for further analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a piece of black plastic. Visual inspection of the returned sample could not determine if the sample came from a handle without the physical device. Functional testing could not be completed without the physical product. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.